Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. The patient¿s representative reported that the patient¿s pump refill alarm date was (B)(6) 2021 and they missed that refill date. The reporter was wondering if the pump would be okay with not having any medication in it or if it would need to be replaced. She initially stated about a week ago and then stated about 10 days ago she noticed the critical pump alarm. Per the reporter, around the first week of (B)(6) 2021 the patient started sweating and running a fever and they brought him to the hospital where they drew his blood and said he had an infection, but they couldn¿t find the infection and couldn¿t find where the infection was coming from. The reporter was wondering if he was experiencing withdrawal. He was running a temperature of 100 to 101 and they kept him sedated to keep him comfortable. The reporter had called the patient¿s managing physician today but had not heard back from them yet.